Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed in the laboratory. A longevity calculation indicates that the battery voltage is lower than expected given the programmed parameters. With another battery attached, the power consumption of the device was measured and found to be normal. The device currents were normal. No anomaly was detected during automated electrical testing and the device met all specifications. The cause o of the battery depletion was undetermined.

Event description:
It was reported that at interrogation, the battery voltage was found to be low. A review of the real-time measurements showed a steady decline of the battery voltage over the previous five months. The device was explanted.